Manufacturer narrative:
The event of infection, impaired healing, and necrosis is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (unknown onset), impaired healing, necrosis

Event description:
Healthcare professional reported through national breast implant registry "infection, skin necrosis, wound problems". This record is for the left side. The device was explanted.